Event description:
Catheter is broke off where the hub was attached to the stat-loc. The patient's companion was the one who noticed the line had broken as she found it on the bed.

Manufacturer narrative:
Eval: the device along with two other used devices were returned in a used condition. An examination found the tubing separated just about the suture wings. Testing found a rupture in the strain relief of one and a bulge in the strain relief of the other. Additional examination found cracks in the tubing from the center going outward. These characteristics suggest the difficult encountered was the result of chemical degradation.